Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer received no delivery alarms on his insulin pump. Customer's blood glucose was 590 mg/dl. The no delivery alarm was reportedly resolved with a complete set change. Troubleshooting was later performed. The customer's blood glucose was 509 mg/dl when troubleshooting was performed. Insulin exited during a fixed prime. The customer could not examine the infusion set cannula at the time. He was advised to change out the entire set. Nothing further reported.